Event description:
It was reported that the transmitter lost connection (time of loss was not reported). Reportedly, the pump and transmitter were not inline with each other. No additional patient or event information was available.